Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3 ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, or wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the two probes could not be used normally during the procedure. The probe was used with the nerve monitoring device. The device was not used for the first time in the facility. There was no intervention planned or performed as a result of this event. There was no delay with the procedure and the procedure was completed with backup device. There was no patient impact or injury.